Manufacturer narrative:
Evaluation: visual inspection of the returned product showed that the optic and a haptic had been torn off and was missing. There was evidence of a clear surgical residue. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
It was reported that the surgeon inserted an aa4204vl silicone plate lens and, the lens curled under after insertion. The reporter stated the incident was caused by a loading error. The lens was removed without any patient incident.